Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-00324. It was reported the pt (B)(6) has not received effective stimulation from her scs system in the past two years. As such, she has expressed desire to have the devices removed. An appointment with the treating physician is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.